Event description:
It was reported that an a 2114 mayfield infinity xr2 did not lock and hold. The description provided was as follows: the case was a drain biopsy with sheath navigation. The pt was alert and oriented. The pt was not repositioned. The surgeon placed pins in the head and the skull clamp would not lock. The skull clamp with the pins were removed from pt and a regular mayfield headholder skull clamp was used to replace the radiolucent that was not working properly. Surgery was delayed by approx 15 minutes. There was no injury to the pt. Adult reusable pins were used to lot numbers were provided. A stereotaxy device not used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.